Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Upon review of the event history log of the pump, no evidence of the reported customer complaint was found. Device underwent functional testing; unable to confirm the reported customer complaint.

Manufacturer narrative:
Device evaluation: d10, h6, h10. One jelco conventional optiva IV catheters was returned for analysis. The returned sample was received without the original packaging. According to the investigation, the visual analysis of the returned sample confirmed that the tube was cut near the hub nose. However, it is improbable that such type of damage may have been originated during the manufacturing process, considering that critical parameters are 100 % controlled during the different manufacturing phases. The investigation reported that once the cannula is assembled, the units are 100% tested in order to demonstrate that the catheter tube is properly secured to the hub (pull test). This is not a destructive test however, in addition to this 100% inspection, catheter samples from every batch are destructively tested and the minimum break strand is recorded. The investigation identified a potential improper use of the device as potential root cause of the complaint. According to the investigation from the complaint description it was reported that user experienced some issue during the removal of the catheter, so the device could not had been defective during the use. The problem source of the reported problem is user interface.

Event description:
Information received a smiths medical cadd legacy 1 pumps - 6400 alarms even when batteries taken out. Incident did no occur while in patient use and no patient adverse events.